Manufacturer narrative:
Philips service reconnected cables and restarted the system; returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc boot failure suspected due to loosen cables; reconnected cables on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.